Event description:
It was reported that the arctic sun device was used on (B)(6). It was operated in normothermia mode with the temperature set to 35.8°c. At around 8:00 p.m. On (B)(6), rewarming was started in normothermia mode (set to 37°c). At that time, the yellow dashed line on the waveform representing the predicted patient temperature, dropped by approximately two levels below the actual body temperature, and then displayed a pattern indicating a subsequent rise. The attending physician assumed this was a characteristic of the device and proceeded with rewarming as planned. Since they were asked to determine whether this was due to an operational error or a device-specific behavior and currently analyzing the data. Per review of wo on 20jan2026, device was used on patient and there was no patient injury report.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.